Event description:
It was reported that the screening for this subcutaneous implantable cardioverter defibrillator (s-ICD) showed no usable vectors in all possible positions before the implant. The physician was informed of these results, however, the physician insisted that the patient has no other alternatives as the patient is on dialysis and already has several shunt ports, therefore, the vessels are not suitable for an implantable cardioverter defibrillator (ICD). In addition, the patient has a lump about the size of a fist protruding outwards in the middle of the sternum, and the heart is very small and lies very far cranially. The risks of the s-ICD implant were highlighted to the physician, who still decided to move forward with the implant. After several placements of the electrode, there was a position with a recognizable r-wave deflection, unfortunately, the automatic set-up failed due to small r-wave. Technical services (ts) reviewed the data and discussed the primary vector showed the highest amplitude, however, there was poor r/t ratio. It was recommended to program the primary vector given the position of the electrode, however, additional screening at alternative electrode positions could be considered as the x-ray images show suboptimal electrode positioning, which might have contributed to the unsuccessful induction. Additional information received indicates the s-ICD system delivered an inappropriate shock due to non-physiologic artifacts on the alternate vector. The patient recently underwent open chest surgery for valve reconstruction. Troubleshooting was performed and the artifacts were reproducible on primary and alternate vectors during movements. It was mentioned that electrode replacement is not an option as the sternum of the patient is too fragile after surgery for lead placement on the sternum. The plan is to replace the s-ICD system for a transvenous system, however, this has not yet been confirmed. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the screening for this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed no usable vectors in all possible positions before the implant. The physician was informed of these results, however, the physician insisted that the patient has no other alternatives as the patient is on dialysis and already has several shunt ports, therefore, the vessels are not suitable for an implantable cardioverter defibrillator (ICD). In addition, the patient has a lump about the size of a fist protruding outwards in the middle of the sternum, and the heart is very small and lies very far cranially. The risks of the s-ICD implant were highlighted to the physician, who still decided to move forward with the implant. After several placements of the electrode, there was a position with a recognizable r-wave deflection, unfortunately, the automatic set-up failed due to small r-wave. Technical services (ts) reviewed the data and discussed the primary vector showed the highest amplitude, however, there was poor r/t ratio. It was recommended to program the primary vector given the position of the electrode, however, additional screening at alternative electrode positions could be considered as the x-ray images show suboptimal electrode positioning, which might have contributed to the unsuccessful induction. It was mentioned that troubleshooting was planned to be performed including screening and potentially an induction test at the current system position. Additional information was received. It was mentioned that the physician discussed with the patient regarding the possibilities and risks of performing an induction test. The test was performed and it was successful, therefore, the physician decided to keep the system in place. In addition, remote monitoring was also discussed for implementation. The electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of low amplitude or poor morphology is a failure to follow instructions and is noted within the instructions for use (IFU). Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of low amplitude or poor morphology is a failure to follow instructions. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this low amplitude or poor morphology has been observed with this product previously and is a failure to follow instructions and is documented in the product's labeling. Risk review: a risk review performed for the emblem s-ICD electrode device confirmed that the event of low amplitude or poor morphology is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable.

Event description:
It was reported that the screening for this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed no usable vectors in all possible positions before the implant. The physician was informed of these results, however, the physician insisted that the patient has no other alternatives as the patient is on dialysis and already has several shunt ports, therefore, the vessels are not suitable for an implantable cardioverter defibrillator (ICD). In addition, the patient has a lump about the size of a fist protruding outwards in the middle of the sternum, and the heart is very small and lies very far cranially. The risks of the s-ICD implant were highlighted to the physician, who still decided to move forward with the implant. After several placements of the electrode, there was a position with a recognizable r-wave deflection, unfortunately, the automatic set-up failed due to small r-wave. Technical services (ts) reviewed the data and discussed the primary vector showed the highest amplitude, however, there was poor r/t ratio. It was recommended to program the primary vector given the position of the electrode, however, additional screening at alternative electrode positions could be considered as the x-ray images show suboptimal electrode positioning, which might have contributed to the unsuccessful induction. It was mentioned that troubleshooting was planned to be performed including screening and potentially an induction test at the current system position. Additional information was received. It was mentioned that the physician discussed with the patient regarding the possibilities and risks of performing an induction test. The test was performed and it was successful, therefore, the physician decided to keep the system in place. In addition, remote monitoring was also discussed for implementation. The electrode remains in service. No adverse patient effects were reported.